Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The complaint was received into the company with the following comment: brought to attention through looking at the usage following the case that the size of the polyethylene cup (1307-42-206) implanted in the patient was not congruent with the size of the glenosphere (1307-60-138) implanted in the patient during a reverse shoulder arthroplasty delta xtend case. Surgeon was advised of the situation as soon as the issue was realised. This was approximately 4.5 hours following the conclusion of the case. During the case, the surgeon initially implanted a size 42 std glenosphere, though the implant was damaged due to cross-threading and was removed later in the case i.e. Did not implant. A size 38 std glenosphere was then implanted. The surgeon re-trialed the humeral stem, epiphysis and cup prior to opening implants. The pe cups were also re-trialed following the implantation of the definitive stem and epiphysis. The surgeon reduced the shoulder to check the stability and soft tissue balancing. The cups that were re-trialed each time were the size 42+3 and 42+6 high mobility cups, before opening the 42+6 std pe cup. The surgeon was shown the implant prior to opening. As it says in the description, the surgeon was advised of the situation four and half hours after the conclusion of the case. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A manufacturing record evaluation was performed for the finished devices lot numbers, and no non-conformances were identified. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The error was noted after usage was noted through the loan kit. No errors were attributed to the product or the labeling of the products. The root cause has been attributed to off label usage. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint was received into the company with the following comment: brought to attention through looking at the usage following the case that the size of the polyethylene cup (1307-42-206) implanted in the patient was not congruent with the size of the glenosphere (1307-60-138) implanted in the patient during a reverse shoulder arthroplasty delta xtend case. Surgeon was advised of the situation as soon as the issue was realised. This was approximately 4.5 hours following the conclusion of the case. During the case, the surgeon initially implanted a size 42 std glenosphere, though the implant was damaged due to cross-threading and was removed later in the case i.e. Did not implant. A size 38 std glenosphere was then implanted. The surgeon re-trialed the humeral stem, epiphysis and cup prior to opening implants. The pe cups were also re-trialed following the implantation of the definitive stem and epiphysis. The surgeon reduced the shoulder to check the stability and soft tissue balancing. The cups that were re-trialed each time were the size 42+3 and 42+6 high mobility cups, before opening the 42+6 std pe cup. The surgeon was shown the implant prior to opening. As it says in the description, the surgeon was advised of the situation four and half hours after the conclusion of the case. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A manufacturing record evaluation was performed for the finished devices lot numbers, and no non-conformances were identified. Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The error was noted after usage was noted through the loan kit. No errors were attributed to the product or the labeling of the products. The root cause has been attributed to off label usage. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Brought to attention through looking at the usage following the case that the size of the polyethylene cup (1307-42-206) implanted in the patient was not congruent with the size of the glenosphere (1307-60-138) implanted in the patient during a reverse shoulder arthroplasty delta xtend case. Surgeon was advised of the situation as soon as the issue was realised. This was approximately 4.5 hours following the conclusion of the case. During the case, the surgeon initially implanted a size 42 std glenosphere, though the implant was damaged due to cross-threading and was removed later in the case i.e. Did not implant. A size 38 std glenosphere was then implanted. The surgeon re-trialed the humeral stem, epiphysis and cup prior to opening implants. The pe cups were also re-trialed following the implantation of the definitive stem and epiphysis. The surgeon reduced the shoulder to check the stability and soft tissue balancing. The cups that were re-trialed each time were the size 42+3 and 42+6 high mobility cups, before opening the 42+6 std pe cup. The surgeon was shown the implant prior to opening.